Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that there was moisture in the cartridge compartment. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared fully illuminated and functional. The complaint of a blank screen was not duplicated; however, evidence of moisture ingress was found in the battery compartment. A leak test was performed and passed with no indication of a casing leak. The pump case was removed, and no further evidence of moisture ingress was found, and no damage or other anomaly was found to the display flex connector.